Event description:
The purpose of this report is to express my exasperation with the FDA for allowing dangerous procedures like lasik and toxic drugs like restasis and xiidra on the market while not approving diquofosol that could actually help patients suffering from debilitating dry eye and ocular surface disease from lasik. I am in my late twenties and an attorney, and lasik cost me my health and lifestyle. I have had three surgeries in less than three years, and the only medication that could potentially help me is not approved in the u.s. Because of the FDA. Restasis and xiidra are toxic, I almost ended up in the hospital from one dose of xiidra and restasis causes intolerable side effects and does not treat many forms of severe dry eye. Read the reviews online for yourself. Lasik destroyed my eyes, and surgeons in this country have no idea how to treat the problems that lasik causes. It is unconscionable that you allow this procedure and drugs that are complete garbage but will not allow a drug that is working wonders in asia according to many articles and studies. The FDA is sitting comfortably in allergan's pocket while those, with eye disorders are suffering. You only approve medications manufactured/ produced by allergan, and allergan's product are trash. Nobody gets well from using any of allergan's useless, and sometimes even harmful, products. How many lives have to be destroyed before you start doing your job to protect consumers and patients? This person is beyond living with how poorly this form is suited to the issue I am reporting. This just makes the FDA look even more pathetic.